Manufacturer narrative:
As reported, when the doctor brought the shuttle of a 6f-7f mynxgrip vascular closure device (vcd) up; he noticed that the white tamp tube was not exposed. Thus, the polyethylene glycol (peg) sealant did not deliver and was still stuck in the sealant sleeve. The procedure was completed and hemostasis achieved by manual compression. There was no reported patient injury. The user was trained with mynxgrip vcd. The product was stored as per labeling and opened in a sterile field. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no pvd/calcium in the vicinity of the puncture site. The doctor attempted to use the mynxgrip vcd after a heart catheterization. The physician prepped the device and then proceeded to close the femoral access site. The mynx was then inserted through the unknown sheath, and the balloon was inflated. The physician pulled back and felt 2 stops, then proceeded to shuttle down to a firm stop. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. There was no significant resistance when shuttling down and the deployer was able to shuttle down completely. There was no excessive force applied when shuttling down. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The procedural sheath was retracted to the shuttle handle. The sealant was located on the catheter 157 from the balloon bond. The sealant was exposed to blood and stuck to the catheter. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment, and no anomalies were observed. Per functional analysis, the grip tip of the sealant was removed, and shuttle movement was checked and no resistance was felt. The shuttle down procedure was simulated, and the advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. A product history record (phr) review of lot f2033504 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy - advancer tube¿ was confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, when the doctor brought the shuttle of a 6f-7f mynxgrip vascular closure device (vcd) up; he noticed that the white tamp tube was not exposed. Thus, the polyethylene glycol (peg) sealant did not deliver and was still stuck in the sealant sleeve. The procedure was completed and hemostasis achieved by manual compression. There was no reported patient injury. The user was trained with mynxgrip vcd. The product was stored as per labeling and opened in a sterile field. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no pvd/calcium in the vicinity of the puncture site. The doctor attempted to use the mynxgrip vcd after a heart catheterization. The physician prepped the device and then proceeded to close the femoral access site. The mynx was then inserted through the unknown sheath, and the balloon was inflated. The physician pulled back and felt 2 stops, then proceeded to shuttle down to a firm stop. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. There was no significant resistance when shuttling down and the deployer was able to shuttle down completely. There was no excessive force applied when shuttling down. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for evaluation.